Event description:
The balloon of the catheter would not remain inflated sufficiently long to perform wedge pressures in situ. The balloon was examined after the catheter was removed from the patient and was found to exhibit a small hole, which allowed it to gradually deflate. No patient harm or ill effects were reported.